Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
It was reported the patient was experiencing pain at the ipg site since implant. Surgical intervention took place wherein the ipg was repositioned on (B)(6) 2020. Additional information found the pain as resolved.